Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 600 mcg/ml at 139.86 mcg/day, clonidine 125 mcg/ml at 29.14 mcg/day, and bupivacaine 20 mg/ml at 4.662 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that both the low reservoir and empty pump alarm had occurred. The hcp had access to a physician programmer, and the pump was interrogated. It was confirmed that the low reservoir alarm occurred on (B)(6) 2017 at 2:59, and the empty reservoir alarm occurred on (B)(6) 2017 on 22:27. The hcp noted that their office would not receive the drug until (B)(6) 2017 at 8am. They were going to fill the patient's pump at 10am on (B)(6) 2017. In the meantime, they were going to continue to give the patient oral medication. The patient experienced excruciating pain, shakes, nausea, and vomiting. There were no additional symptoms reported. It was noted that the hcp elected to keep the patient's "reservoir alarm volume at 2 ml and the low reservoir alarm volume at 1 ml".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.